Event description:
The tmj implanted 9 months ago, was found to have a preauricular incisional abscess, identified on 4 months ago requiring return to the or for removal recently. Manufacturer response (as per reporter) for tmj implant, tmj conceptsmanufacturer provide product return documentation.

Event description:
The tmj implanted 9 months ago, was found to have a preauricular incisional abscess, identified on 4 months ago requiring return to the or for removal recently. Manufacturer response (as per reporter) for tmj implant, tmj conceptsmanufacturer provide product return documentation.